Event description:
The customer alleged no audio alarm on power up of the device, pre-patient. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not duplicate the alleged event in the field. No parts were replaced nor was there any significant service history. The unit passed extended self testing. It is not verified that there was no audio alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.